Event description:
On (B)(6) 2012, the pt's ipg and leads were explanted ad replaced (ref MFR report#: 1627487-2013-12075 and 1627487-2013-12076). Post-op, the pt experienced numbness in her legs. As a result, the pt was hospitalized and is undergoing physical therapy using a walker and wheelchair.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.